Manufacturer narrative:
This emdr should be voided as it was discovered the revision that occurred was not of exactech products.

Event description:
Revision of hip components - reason not reported.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision of hip components - reason not reported.